Event description:
It was reported that during the implant procedure, the physician wanted to slitter the inner 7f catheter with the slitter tool. The physician had put the slitter tool on the slitting positions and used a little bit of muscle to get past the hard proximal end. After a few centimeters the physician stopped slitting the catheter and pulled the tool out of the catheter. However, it was noted that the cutting blade was broke. After investigating, the physician found out that, it was on the isolation layer of the electrode. Another slitting tool was then used. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d4 model number, lot number, catalog number, expiration date, d6a implant date and d6b explant date.

Event description:
It was reported that during the implant procedure, the physician wanted to slitter the inner 7f catheter with the slitter tool. The physician had put the slitter tool on the slitting positions and used a little bit of muscle to get past the hard proximal end. After a few centimeters the physician stopped slitting the catheter and pulled the tool out of the catheter. However, it was noted that the cutting blade was broke. After investigating, the physician found out that, it was on the isolation layer of the electrode. Another slitting tool was then used. No adverse patient effects were reported.